Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that after preventative maintenance the external paddles were found to be in "bad condition."